Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator exhibited premature battery depletion and was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator exhibited premature battery depletion and was explanted. No additional adverse patient effects were reported. This supplemental report is being filed because coding has been updated.